Manufacturer narrative:
Additional information received revealed the intraocular lens (iol) was implanted on (B)(6) 2018. As a result the following field has been updated: if implanted, give date: (B)(6) 2018. Device available for evaluation: yes. Returned to manufacturer on: 3/11/2019. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The returned product was visually inspected revealing the lens to be in two pieces, possibly due to explant. Further evaluation not possible. The complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: unknown, information not provided. Email address unknown, information not provided (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 18.0d intraocular lens (iol) was explanted on (B)(6) 2019 due to patient complaint of astigmatism. Additional information received revealed the astigmatism was first diagnosed on (B)(6) 2018 and the left eye was affected. A zct300 was implanted and no additional medical or surgical procedures were performed. The patient was doing well following the explant/exchange. Best corrected visual acuity (bcva): 20/25. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.